Manufacturer narrative:
The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 15:21pm on (B)(6) 2022 . Specifically, manual replacement of the reagent in bottle 7 (ethanol) was not completed in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The facts indicate that bottle 7 (ethanol) was not removed from the instrument for sufficient time at 15:21pm on (B)(6) 2022 to replace the reagent; and a user affirmed in the graphical user interface of the instrument that the ethanol concentration in bottle 7 (ethanol) was to be set to the default value of 100% at 15:21pm on (B)(6) 2022 . The ethanol concentration in bottle 7 would have remained unchanged at 51.9% due to this use error, which occurred prior to execution of the four (4) tissue processing runs either started or completed between (B)(6) 2022 , which comprised three (3) "medium8h" protocols and one (1) "rush 1:30 h" protocol. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type, and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Accordingly, the reagent from bottle 7 (ethanol) was used for the final dehydration step of the three (3) "medium8h" protocols, which either started or completed between (B)(6) 2022 . Although the reagent in all bottles was replaced between 11:30am and 12:00pm on 22 july 2022, which was prior to commencement of the "rush 1:30 h" protocol started in retort a at 12:08pm on (B)(6) 2022 , sub-optimal processing of patient tissue samples was identified from this processing run due to water contamination remaining in the wax in the wax chambers.

Event description:
During a site visit by a leica representative to install laboratory equipment on (B)(6) 2022 , the complainant mentioned an "underprocessing event" in relation to the instrument. The following information was documented: "the 6pm run we did on july 21st and a rush we ran on the 22nd had tissue that was under processed. When the supervisor inspected the reagent bottles we found that bottle #5, #11, & #12 were all very dirty and likely not changed for some time. Please look specifically at those 3 bottles to see if they were changed or prompted to be changed. All reagents had already been changed form [sic] the processor so hydrometer readings were unable to be obtained. Customer stated all tissue from (B)(6) 2022 same off of the processor underprocessed." The leica representative also documented that the patient tissue samples exhibiting sub-optimal processing were derived from three (3) "rush and medium" protocols comprising a total of 150 cassettes, which were executed in both retort a and retort b between "12:00am-8:00am. 12:00am-1:30am"; the types and sizes of the affected patient tissue samples were documented as "variable" and "mediums and small" respectively; "all tissue removed from the peloris [sic] on the morning of 7/22 was underprocessed" and the affected patient tissue samples were re-processed by "depar [sic], rehydrated by hand and then reloaded in the medium run."